Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery, failed battery test and blank. Customer's blood glucose at time of incident was unknown. The customer stated that the pump is broken. Customer stated the pump gave a weak battery and reset itself a couples seconds later and pump shut off. The customer put a new battery in and pump just froze and gave a failed battery test and now the pump is shut off. The customer was disconnected.